Event description:
At the first consultation, ventricular capture failures were observed. Noise spotted on the atial lead. An x-ray was performed which showed that the leads are at the similar position to that of the day of the implant. A reintervention will be secheduled.

Manufacturer narrative:
Summary of the investigation: the review of the patient files provided shows that abnormal rv sensing and impedance values were recorded by the device the day after implantation: a sudden decrease in rv sensing from 15 mv to 2 mv, and abnormal impedance fluctuations, including a sudden increase from 500 o to 3000 o on the day of implantation, followed by a decrease in lead impedance. The patient files also indicate abnormal behavior of the atrial lead, with a sudden decrease in ra sensing the day after implantation, as well as irregular ra impedance values. Most episodes stored in the device memory showed artifacts and noise on both atrial (a egm) and ventricular (v egm) channels, starting three days post-implantation. These observations could indicate an issue with rv and ra lead positioning. X-rays taken post-implantation and prior to explantation of the rv lead (reintervention) show a slight change in the positioning of both atrial and ventricular leads. This finding could suggest a possible lead micro dislodgement. The manufacturing process for these leads was re-investigated. All production steps had been performed according to specifications. No signs of inconsistency were identified during manufacturing that could be related to the reported issue. The vega r52, s/n (B)(6) (atrial lead still implanted), artifacts and noise on the atrial egm channel were observed in most recorded episodes, starting three days post-implantation. The origin of these non-physiological signals remains unknown. An issue with the atrial position (micro dislodgement) cannot be ruled out. Careful monitoring of the integrity of the atrial leads is recommended to ensure adequate sensing and pacing functionality (refer to recommendations below). This case will be retained for trending purposes. For more details, please refer to the attached report analysis.

Event description:
At the first consultation, ventricular capture failures were observed. Noise spotted on the atial lead. An x-ray was performed which showed that the leads are at the similar position to that of the day of the implant. The rv lead was explanted and the atrila lead still implanted.